Event description:
On an unk date, the pt started using super poligrip (dental) (nos). At an unk time after starting poligrip, the pt experienced unspecified leg circulation problems and was taken to the ER since pt could not walk. Pt was hospitalized for 1 month. At an unk time the pt slipped into a coma and became ventilator dependent. Pt subsequentely died on an unk date. The pt died, cause of death is unk. No autopsy was performed. The reporter did not have knowledge of details of the pt's medical condition (s) or treatments.